Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of the device (soft lesion with no calcification, mild plaque in the mid vessel, moderate disease and 80% stenosis). Failure to follow instructions (lesion not pre dilated). Deformation problem (stent). Conclusion: failure to follow instructions (lesion was not pre dilated). Known inherent risk of procedure (stent deformation). Device failure/lack of effectiveness related to patient condition (soft lesion with no calcification, mild plaque in the mid vessel and moderate disease, and 80% stenosis). (B)(4).

Event description:
The physician direct stented a 4.0mm diameter x 22mm length resolute integrity rapid exchange (rx) drug eluting stent to treat a lesion in the lad of a patient that was reported to be a soft lesion with 80% stenosis, mild plaque in the mid vessel and moderate disease in the mid-distal part of the vessel. It was reported that when the stent was deployed and post dilated, stent recoil was experience and further post dilations were carried out. The stent was still slightly under-expanded, and no further post dilations were carried out. No patient injury occurred and no clinical sequelae were reported. Cine image review: the mid lad diseased vessel is evident from the images provided. No issues were observed during stent deployment. After balloon deflation, an area of non-concentric stent deployment was observed on the proximal end of the stent. The area in which the stent expansion is restricted is consistent with the more proximal of the two lesions that were evident prior to stent deployment. Even after multiple post dilatation attempts the stent profile still appears restricted at this site in the vessel.